Event description:
It was reported that the patient experienced a less than 50% therapeutic effect for the last couple of months. It was noted back in march, that a side-port check under x-ray showed no permeability for aspiration or flushing contrast medium and everything was "ok", so a rotor test for this event was not performed. It was noted that the health care provider (hcp) attempted to give some boluses (half of the daily dose) with no effect, however, while filling the pump with new medication, there were no discrepancies found with the actual drug reservoir volume versus the expected drug reservoir volume. It was reported, intra-operatively that the surgeon attempted again to aspirate and flush the catheter and had no success, therefore, all possible parts from the old catheter were removed, as a catheter occlusion was suspected; and the pump was also removed due to a possible malfunction. The actions required as a result of the event was noted as capped/abandoned/ and partially removed. It was later reported that there was nothing reported in the pump logs, except a motor stall, in which occurred, one hour after, the patient had a magnetic resonance imaging (MRI) scan done, but the pump worked properly afterwards. It was also noted that the hcp attempted first to flush the catheter through the catheter access port (cap) and afterwards directly through the catheter. It was confirmed that the rotor test was not done because, the pumps volume was equal to the programmer's volume. It was further noted that the hcp suspected the pump malfunction because, there was no effect of boluses, regardless of there not being a volume discrepancy issue. In addition, habituation was excluded with boluses and higher daily dose. It was noted that the bolus with half the daily dose should had made an effect, nevertheless when the body was habituated to the drug. It was indicated that the medication was "delivered somewhere" and that the catheter connection "looked ok", no leakage was observed, and the catheter was in the correct position, however there was a "tiny bit of tissue in the connection part". It was reported that the patient was alive and had no injury. The drug delivered via pump was lioresal 2000.0 mcg/ml and a dose of 130.0 mcg/day.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed no significant anomaly. The only thing of note in the pump's log, was in regards to a motor stall recovery which could be explained by the patient having had an MRI. The catheter received by the manufacturer was incomplete / returned in segments. Analysis of the catheter revealed no significant anomaly. The returned portions of the catheter were determined to be patent and had passed leak testing.

Manufacturer narrative:
Product ID, 8709sc lot# serial# unknown, implanted: 2007 (B)(6), explanted: 2012 (B)(6), product type catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.